Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that stent thrombosis occurred and angina was experienced. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 18mm long with a reference vessel diameter of 3.5mm. Target lesion # 1 was treated with direct stent placement using a 3.50mm x 20mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. In addition, chronic total occlusion of the obtuse marginal (om2) artery and high-grade stenosis involving the sharply angulated om1 were treated medically. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to accelerating angina and was referred for cardiac catheterization. The stent thrombosis of the study stent was treated by the placement of 4.00 x 15.00mm non bsc stent. Following post-dilatation, the residual stenosis was 0%. On the same day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.